Event description:
It was reported that a malfunction alarm occurred. As a result, the customer experienced an elevated blood glucose (bg) level of 489 mg/dl and had to go to the emergency room (ER). The customer also had ketones but was not identified as life threatening by the healthcare provider. Customer was treated with intravenous fluids of saline and insulin, and treatment resolved with no permanent damage to the customer. Customer was released from the ER on the same day after 2 hours (B)(6) 2025 . Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.